Event description:
It was reported by a customer in the USA that, the 840 ventilator graphic user interface (gui) was inoperable, and error codes were recorded in the memory logs. There was no reported patient involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The customer reported to have run the device on a test lung, as recommended by the tse, and was unable to duplicate the alleged malfunction. No parts were replaced. The customer reported that the device passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).